Manufacturer narrative:
Results: IFU only approves use in coronary artery or bypass graft. Unapproved use. Conclusions: IFU only approves use in coronary artery or bypass graft. Procedural related. (B)(4).

Event description:
Physician was treating a cto lesion. During the procedure an occlusion occurred at the tibial/perineal trunk and the physician used a sprinter legend 2.50 x 20 mm rx balloon to treat the occlusion. It is reported that resistance was encountered during delivery through the vessel and that the device broke at the shaft outside the body. The detached portion was removed using hemostats. Physician then treated the occlusion by pre-dilating the occlusion with more balloons. This device is used frequently at this hospital and the physician is very familiar with sprinter legend products. No patient injury was reported. Evaluation summary: the distal tip was partially bunched. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed. The hypotube was kinked 36.0cm and 39.6cm distal to the strain relief. The guidewire entry port was partially damaged . The hypotube had detached distal to the strain relief. Both ends of the hypotube were oval and jagged at the break site. The hypotube was kinked 1.8cm proximal and distal to the detachment site.